Manufacturer narrative:
The insulin pump was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery or verify no reservoir alarm due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
Customer is calling to report that she had a no reservoir alarm on her pump when her pump had a full reservoir and her pump alarmed for no reason. Customer does not trust the pump and wants it replaced. Troubleshooting shooting was not performed. Customer blood glucose was 70 mg/dl. Product is expected to return.